Event description:
A seroma was initially reported. It was later reported that the catheter incision site showed a superficial infection. It was a right lumbar incision with purulent drainage; lab work confirmed a bacterial infection. Intervention included irrigation and debridement of wound; IV antibiotics and cipro 500mg bid for10 days were started on 2011 (B)(6). It resulted in in-patient hospitalization. Patient outcome was noted as resolved without sequelae as of 2011 (B)(6). Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: unk; programmer model: 8835, (B)(4).